Event description:
It was reported to philips that the device repeatedly experienced an error 10:21 for a pads impedance failure. There was no patient involvement.

Event description:
It was reported to philips that the device repeatedly experienced an error 10:21 for a pads impedance failure. There was no patient involvement. The customer worked with the technical support representative. The processor pca is a common fix for a 10:21 error. The customer was sent a quote, q 00525480 for a processor pca, (B)(4)replacement. This quote expired without acceptance by the customer. The customer did order the discharge tool cable, (B)(4) which is needed to discharge the high voltage capacitor when working on the device interior. The customer is trying to repair the device themselves. They have refused philips servicing. The device remains at the customer site. No further action at this time.